Event description:
Baxter received a report from a nurse in (B)(6) regarding a patient who began remedial therapy with extravascular (ev) hyoscine bromide (dose and frequency not reported) for abdominal pain on an unreported date. On (B)(6) 2011, the patient received a shipment of peritoneal dialysis (pd) solution and supplies which arrived in poor condition, described as wet, broken and incomplete. The solution bags arrived without the box. The shipment was also missing cassettes, masks, plugs and some solution bags. On (B)(6) 2011, the patient experienced pain and was hospitalized and diagnosed with bacterial peritonitis. The nurse confirmed that the patient used products from the reported shipment. On (B)(6) 2011, the patient was discharged from the hospital. On (B)(6) 2011, the patient began remedial therapy with ev ceftriaxone (dose reported as 1 ampoule daily). It was not reported if pd therapy was ongoing. At the time of this report, the bacterial peritonitis was resolving. The nurse did not provide an assessment of causality for the events.

Manufacturer narrative:
(B)(4). The devices product codes involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Similar reports have been received for the reported problem. The root cause investigation is in progress.